Manufacturer narrative:
Section d10 references: product ID 37603 lot# serial# (B)(6) implanted: (B)(6)2016 explanted: (B)(6)2020 product type implantable neurostimulator product ID 3708660 lot# serial# (B)(6) product type extension product ID 3387s-40 lot# va15r9f product type lead product ID 37603 lot# serial# (B)(6): product type implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6) ubd: 08-jun-2020, UDI#: (B)(4).; product ID: 3387s-40, serial/lot #: (B)(6), ubd: 20-jan-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient has a short in their system on contacts 0 and 1. Impedances were ran at 1.5 and 3.0 v with no changes in impedance. There are no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting included running impedance before and after battery replacement surgery with no changes. There are no actions taken to resolve the issue. The patient programming does not contain either of the contacts with the short. The issue has not been resolved. Additional information received from the manufacturer¿s representative (rep), whichwas confirmed with the healthcare provider (hcp), reported the battery was replaced due to normal battery depletion. No further complications were anticipated. Additional information received from the manufacturer¿s representative (rep) reported the patient had the right neurostimulator replaced due to normal depletion. Low impedances remained on contacts 0 and 1 with the new implant. The low impedances were not impacting the patient¿s therapy.